Event description:
It was reported the physician has seen ¿this reset¿ in 3 different patients. The pump was used to infuse an unknown type of drug. No patient identifiers, interventions, patient symptoms, drug information or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2015-04916 for 1 known event of low battery reset that occurred 2015-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was later reported the healthcare professional and patient were inadvertently referring to premature pump replacements as resets. The manufacturer's representative only ever had one pump re-set. The term, pump re-set, was used to generalize the 1 known event of low battery reset that occurred (B)(6) 2015 and 2 other previously reported patient events. The three reported "pump re-sets" were in reality three premature pump replacements. Refer to manufacturer report # 3004209178-2015-02912 for first patient. Refer to manufacturer report # 3004209178-2013-15404 for second patient. Refer to manufacturer report # 3004209178-2015-04916 for third patient. Any additional information received pertaining to these events will be reported in their respective manufacturer report #.